Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1 of 4. Per the initial report, the home patient (hp) had switched out only the heater bag. The hp stated he removed the heater bag and put a different bag on the machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who had disconnected and replaced a single solution bag during therapy. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.